Event description:
It was reported that a large volume intermate had a black mark on the filter. This was identified before patient use. The device was filled with an unspecified amount of ciprofloxacin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated at the compounding center. A visual inspection was performed and revealed a black mark on filter. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.